Event description:
Fourteen weeks after implantation of dynamic hip plate, a revision was necessary due to the breakage of the plate.

Manufacturer narrative:
X-ray before first surgery, two x-rays after breakage, x-ray after second surgery, two pictures of broken plate. On june 11th (B)(6)has been informed by (B)(6), our distributor for (B)(6), about an aps-plate breakage. The info includes x-rays and pictures of the broken plate and various dates of implantation, breakage and explantation. (B)(6) has received no info about age, weight and general conditions of the pt. Unfortunately the provided x-rays do not have excellent quality, but it seems that the pt had an intertrochanteric fracture type 31-a3 like in the picture below. For this indication it is usual to use an aps-plate. Nevertheless the picture does not exactly show the fracture due to the bad quality. After taking a look at the x-rays after the breakage of the plate it is not possible to see any kind of fracture healing. The intention of a bone plate for any kind of breakage is to support the fracture healing resp. The rebuilding of the bone. The fracture healing depends on various parameters but very important is the rehabilitation program for the pt. Responsible for the rehabilitation program is the surgeon. Additionally the fracture healing must be controlled very intensively to avoid further problems. As mentioned before, on the x-rays it is not possible to see any kind of fracture healing. This implies that the plate had to take over the maximum load of the weight over a long time although usually the natural bone is supposed to take over the load with the occurring fracture healing to unburden the plate. To clarify once more: a bone plate is no replacement implant, a bone plate has only a support function!! Therefore, from (B)(6)'s point of view the breakage of the aps-plate is not the result of wrong production or worse raw material but missing fracture healing.